Event description:
Admitted with rle ischemia. Went to o.r. For arteriogram and angioplasty in hopes of saving leg. During removal of sheath, sheath appears to break and unraveled. Sheath was removed in an open procedure. Resulted in - b aka - known history pvd.